Event description:
The customer stated that she tested her blood glucose and received readings of 286, 108, and 103 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.